Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual examination of the cuff identified a pinhole leak in the cuff shell, consistent to wear at fold. The fluid leak observed could affect the functionality of the device; therefore, the reported allegations of hole/perforation and mechanical issue were confirmed. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis visual examination of the balloon and pump did not identify any leaks in the components. Visual examination of the cuff identified a pinhole leak in the cuff shell, consistent with wear at fold, that could affect the functionality of the device. Functional testing of the device was not performed due to the leak observed at the cuff. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to the investigation performed on the pump; however, a conclusion code of cause traced to component failure was assigned to the investigation performed on the cuff and balloon.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff that was implanted following a revision on 09may2013, had a malfunction. The patient underwent a surgical procedure in which all components were explanted and replaced. It was noted that the cuff was pierced when explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff that was implanted following a revision on (B)(6) 2013, had a malfunction. The patient underwent a surgical procedure in which all components were explanted and replaced. It was noted that the cuff was pierced when explanted.